Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the glue deteriorated over time or started to become missing during normal handling of the device as it has been 13 years since the device was manufactured. The instructions for use (IFU) instructs the users of the following: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Date of event: (B)(6) 2021. The device was evaluated by olympus. The device evaluation found a glue defect on the probe screw. The evaluation also found scratches on the probe that were not sharp and scratches on the ultrasound cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative returned a demo ultrasonic gastrovideoscope to the olympus service center. The representative did not report a malfunction with the device. Upon inspection of the returned unit, a glue defect was found on the probe screw. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement associated with this event.